Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain right lower side') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), urticaria ("rashes or skin conditions type: hives-recurrent"), upper respiratory tract infection ("infection (other) describe: upper respiratory") and vision blurred ("vision/eye problems type: intermittent blurry vision"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)") and rash ("rash"). The patient was treated with surgery (anticipated/ scheduled removal of essure on (B)(6) 2020). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, hypersensitivity, intermenstrual bleeding, vaginal haemorrhage, heavy menstrual bleeding, abnormal uterine bleeding, rash, urticaria, upper respiratory tract infection and vision blurred outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, allergy to metals, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, pelvic pain, rash, upper respiratory tract infection, urticaria, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure insertion date: on or around 2008, (B)(6) 2012. Discrepancy noted as lab data (date): (B)(6) 2012. Anticipated or scheduled date of removal : (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion/ complete tubal occlusion. Normal position of the essure devices. No intrauterine filling defects. Imaging procedure - on an unknown date: essure confirmation test-(unspecified) result-bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2018: total bilateral occlusion/ essure device is seen within the right and left areas of the fallopian tubes. Anterior to the right essure device is a vessel that appears to have venous flow. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : dysfunctional uterine bleeding . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain right lower side') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), urticaria ("rashes or skin conditions type: hives-recurrent"), upper respiratory tract infection ("infection (other) describe: upper respiratory") and vision blurred ("vision/eye problems type: intermittent blurry vision"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and rash ("rash"). The patient was treated with surgery (anticipated/ scheduled removal of essure on (B)(6) 2020). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, hypersensitivity, metrorrhagia, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, rash, urticaria, upper respiratory tract infection and vision blurred outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, rash, upper respiratory tract infection, urticaria, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted as per summons, essure insertion date: on or around 2008. Discrepancy noted as lab data (date): (B)(6) 2012. Anticipated or scheduled date of removal : (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion/ complete tubal occlusion. Normal position of the essure devices. No intrauterine filling defects. Imaging procedure - on an unknown date: essure confirmation test-(unspecified) result-bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2018: total bilateral occlusion/ essure device is seen within the right and left areas of the fallopian tubes. Anterior to the right essure device is a vessel that appears to have venous flow. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain right lower side') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), urticaria ("rashes or skin conditions type: hives-recurrent"), upper respiratory tract infection ("infection (other) describe: upper respiratory") and vision blurred ("vision/eye problems type: intermittent blurry vision"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and rash ("rash"). The patient was treated with surgery (anticipated/ scheduled removal of essure on (B)(6) 2020). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, hypersensitivity, metrorrhagia, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, rash, urticaria, upper respiratory tract infection and vision blurred outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, rash, upper respiratory tract infection, urticaria, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted as per summons, essure insertion date: on or around 2008. Discrepancy noted as lab data (date): 09-jan-2012. Anticipated or scheduled date of removal: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion/ complete tubal occlusion. Normal position of the essure devices. No intrauterine filling defects. Imaging procedure on an unknown date: essure confirmation test-(unspecified) result-bilateral occlusion. Ultrasound scan vagina on (B)(6) 2018: total bilateral occlusion/ essure device is seen within the right and left areas of the fallopian tubes. Anterior to the right essure device is a vessel that appears to have venous flow. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: plaintiff fact sheet and medical records received: case category updated to serious incident. Reporters added. Events added- abnormal bleeding (vaginal, menorrhagia), infection (other) describe: upper respiratory, rashes or skin conditions type: hives, nickel allergy, vision/eye problems type: intermittent blurry vision, dysfunctional uterine bleeding, rash. Severity of pelvic pain added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.